Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: biomed technician richard marquis was troubleshooting a camera/ls in the biomed office that was not white balancing properly. While doing so the port where the usb a to a cable plugs in on the ccu sparked and became charred as seen in photo. Root cause: electrical component failure chip u163 on the digital board.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.